Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient suffered from chronic gastrointestinal bleed. The vad remains implanted.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of the patient's reported medical history, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was first admitted to the hospital for chronic gi bleeding with symptomatic acute on chronic anemia with a hemoglobin of 5.3 with melena in the setting of supratherapeutic international normalized ratio (inr) of 4.75. The patient received vitamin k intravenously (IV) and three (3) units of packed red blood cells (prbcs). An endoscopy was done which did not identify a source of the bleeding. Being that no source was found, no further vitamin k was given and a video capsule endoscopy (vce) was done which showed significant bleeding in small bowel arteriovenous malformations (avms). The patient was transitioned to octreotide rather than any other blood thinner due to supratherapeutic inr and gi bleeding. The patient was administered IV iron and discharged to home. Less than two (2) weeks later, the patient was re-admitted to the hospital due to ongoing bleeding. The patient was given two (2) more units of prbcs and an anterograde double balloon enteroscopy was done and no abnormalities were observed up to the proximal ileum. Three (3) days later a retrograde balloon enteroscopy was done which found two (2) by 2.2 centimeters (cm) a mass in the ileum. Pathology on the mass was non-diagnostic and the patient required a colorectal surgery consultation, which would be done at a later date, and discharged home. The patient was admitted again about 2 months later due to ongoing gi bleeding. The patient was anemic with an iron saturation of 9% and ferritin level of 81 and required 2 units of prbcs again this admission. A computerized tomography (CT) of the abdomen and pelvis did not show any obvious abnormalities and a hemolysis laboratory panel was negative. The patient was started on an oral proton pump inhibitor (ppi). A double balloon endoscopy was discussed with the biliary team and it was determined that the risk outweighed the benefits when there was no obvious active bleeding with known avms and ilium mass, and the plan of care was having the patient discharge to home with hospice.

Manufacturer narrative:
A supplemental report is being submitted for completion of the investigation. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of the patient's reported medical history, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.